Event description:
The patient presented with acute progressive right cerebral ischemia following a large confluent left occipitotemporal infarct. Angiography identified a large critical stenosis involving the terminus of the right internal carotid artery (ica) and proximal middle cerebral artery (mca). The patient successfully underwent angioplasty and stenting to treat the lesion. The patient did well post operatively and recovery was uneventful. Three days post the index procedure, the patient began to experience progression of headaches, nausea, vomiting and decreased level of consciousness, hypertension and bradycardia. The patient became deeply comatosed and ventilator dependent. Imaging studies showed a large right hemispheric infarct with intraparenchymal hematoma. An emergent craniotomy was performed to evacuate the hematoma, and necrotic brain decompression was performed. The patient tolerated the procedure without difficulty. The following day, a CT scan revealed persistent scattered diffuse subarachnoid hemorrhage within the supratentorium and infrantentorial brain with an evolving intraventricular hemorrhage and further grey-white matter loss from the presenting left occipitotemporal infarct. Four days after the intervention procedure, the patient was extubated and expired the next day. No autopsy was performed; however, the physician¿s stated that he believed that the hemorrhage was due to a reperfusion injury.

Manufacturer narrative:
Addt'l MFR. Narrative: the procedure was an angioplasty followed by stenting procedure and not a coil embolization procedure as previously reported.

Manufacturer narrative:
Conclusion: anticipated procedural complication. The subject device remained implanted; therefore, physical analysis cannot be performed. A review of the device history record (DHR) confirmed that the device met all material assembly and required specification prior to release. The reported event has been confirmed based on the information provided by the user facility. There is no indication from the investigation or information provided that the reported event is related to product specification nonconformance or misuse. There is also no indication that the wingspan device malfunctioned. Stroke and patient outcome of death are known and anticipated complications associated with coil embolization procedures and listed as such in the direction for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to this event.

Event description:
The patient presented with acute progressive right cerebral ischemia following a large confluent left occipitotemporal infarct. Angiography identified a large critical stenosis involving the terminus of the right internal carotid artery (ica) and proximal middle cerebral artery (mca). The patient successfully underwent angioplasty and stenting to treat the lesion. The patient did well post operatively and recovery was uneventful. Three days post the index procedure, the patient began to experience progression of headaches, nausea, vomiting and decreased level of consciousness, hypertension and bradycardia. The patient became deeply comatosed and ventilator dependent. Imaging studies showed a large right hemispheric infarct with intraparenchymal hematoma. An emergent craniotomy was performed to evacuate the hematoma, and necrotic brain decompression was performed. The patient tolerated the procedure without difficulty. The following day, a CT scan revealed persistent scattered diffuse subarachnoid hemorrhage within the supratentorium and infrantentorial brain with an evolving intraventricular hemorrhage and further grey-white matter loss from the presenting left occipitotemporal infarct. Four days after the intervention procedure, the patient was extubated and expired the next day. No autopsy was performed; however, the physician¿s stated that he believed that the hemorrhage was due to a reperfusion injury.

Event description:
The patient presented with acute progressive right cerebral ischemia following a large confluent left occipitotemporal infarct. Angiography identified a large critical stenosis involving the terminus of the right internal carotid artery (ica) and proximal middle cerebral artery (mca). The patient successfully underwent angioplasty and stenting to treat the lesion. The patient did well post operatively and recovery was uneventful. Three days post the index procedure, the patient began to experience progression of headaches, nausea, vomiting and decreased level of consciousness, hypertension and bradycardia. The patient became deeply comatosed and ventilator dependent. Imaging studies showed a large right hemispheric infarct with intraparenchymal hematoma. An emergent craniotomy was performed to evacuate the hematoma, and necrotic brain decompression was performed. The patient tolerated the procedure without difficulty. The following day, a CT scan revealed persistent scattered diffuse subarachnoid hemorrhage within the supratentorium and infrantentorial brain with an evolving intraventricular hemorrhage and further grey-white matter loss from the presenting left occipitotemporal infarct. Four days after the intervention procedure, the patient was extubated and expired the next day. No autopsy was performed; however, the physician¿s stated that he believed that the hemorrhage was due to a reperfusion injury.